Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer's device has ECG issues. There was no reported patient involvement.

Manufacturer narrative:
.